Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits cratering and melted glass; the fiber cap exhibits detritus adhesion, char, devitrification; the fiber was tested with hene laser fixture, the aim beam is present at the output window. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Approaching fiber probe limit, decrease in fiber vaporization efficiency, charred prostate surface, many bleeding.

Event description:
It has been reported that during a bph surgical procedure, there was "increased vaporization efficiency" the device had shut down at 200,183 joules and 40:26 minutes of usage. The "surface layer of prostatic gland became burnt and the bleeding was heavy, so the procedure couldn't get completed". "Changing the procedure to "resect" - removed the prostatic gland by tur". Patient outcome: "no injury". Reportedly, patient's current status: " null effect / planning of indwelling urethral stent".